Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt did not feel well and was tired when their right ventricular (rv) lead exhibited a confirmed fracture, noise and high impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.